Manufacturer narrative:
D10 concomitant product: 176630b, 176630b endoclip iii 5mm applier m/lx6 (lot#j2j1952y) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a robot-assisted lower esophageal resection and reconstruction, during treatment of left gastric artery, the clip remained clamped in the blood vessel and could not be opened. The same event occurred in another device. One time of them was in the root of the left gastric artery. The issue resulted to unexpected tissue defect. The surgeon switched to a robotic needle holder. The incision was extended for less than 1 inch. Various preparations were made in preparation for the heavy bleeding from the celiac artery such as: the grasping forceps were placed in standby position in the surgical field so that the blood vessel could be stopped immediately when bleeding occurred. Second preparation is that a synthetic, monofilament, nonabsorbable polypropylene suture from another manufacturer was placed in the surgical field so that ligation could be performed immediately. The third preparation was in order to transition to laparotomy, tools for laparotomy, such as forceps, were prepared on the instrument table. The clip was then removed. Bleeding did not occur when the clip was removed. The surgical time was extended for 30 minutes or more.